Manufacturer narrative:
H6: investigation summary a "false positive" result complaint was reported against the bd max instrument, catalog number 441916, serial number (B)(6). Customer reported receiving positive results for covid on non-patient samples. No actions were taken and field service was not dispatched. Discussion with business development specialist determined that there were no instrument issue and this incident is also isolated. No parts were replaced nor returned to bd for investigation. The complaint is unconfirmed. The root cause cannot be determined with the information provided. Investigation consisted of a review of the instrument installation, service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend. H3 other text : see h10

Event description:
It was reported that while using the bd instrument max clinical 5 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: bd sars-cov-2 reagents for bd max¿ system eua #: (B)(4) " customer reports discrepant results from kit 445003-01 that runs on bdmax equipment. "

Event description:
It was reported that while using the bd instrument max clinical 5 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: bd sars-cov-2 reagents for bd max¿ system. Eua #: (B)(4). "Customer reports discrepant results from kit 445003-01 that runs on bdmax equipment. "

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.